Event description:
Physician reported head ring post screw broke during a dbs procedure.the physician was tightening a head ring post screw after the head ring screws themeselves were in place and tightened.the physician's method is not the procedure stated in the device's instruction for use.the head ring posts are tightened prior to the head ring screwa are secured into place.our product manager discussed the incident with the physician and informed him of the correct method to attach the head ring.